Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was two 5fr dl powerpicc solo catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in unit 01 on the catheter tubing between the nose of the molded joint and the 0cm depth marker. No leaks or tears were identified in unit 02. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings in section h11.

Event description:
Customer reported "noticed crack in PICC above hub, on line itself. Saline escaping on flushing. No harm done to patient or hcp. X3 piccs noted with same issue." It was reported this occurred with three devices. This report addresses the second device.

Event description:
Customer reported "noticed crack in PICC above hub, on line itself. Saline escaping on flushing. No harm done to patient or hcp. X3 piccs noted with same issue." It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.